Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens of diopter -8.5 into the patient's right eye (od) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to low vault. On (B)(6) 2022 a longer length lens was implanted and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Claim# (B)(4).